Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the plunger did not stop when the finger was released from the control lever at the lens stop position. The iol was pressed against the incision before it was ejected from the cartridge, and the implant was completed without problems. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. The device was returned loose in the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic is dried in the device. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). Based on the results from company product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).